Event description:
It was reported via phone call that customer experienced physical damage of insulin pump. It was reported that reservoir compartment was cracked. Customer does not know how damage occurred. Customer's blood glucose was 49 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.